Manufacturer narrative:
Investigation: return - returned sample was examined. Results are within specification and can be found in the attachment. The assessment is not applicable to this complaint. DHR - the DHR of the complained batch was checked. There were no abnormalities in the DHR.

Event description:
In this event it is reported that patient experienced allergic reaction of the mucosa with the use of p&bond active stand.ref. Further information requested.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.